Manufacturer narrative:
Other, other text: additional information: received information indicating date of event and patient initials, date of birth and gender. Device evaluation summary: one cadd legacy pump was returned for analysis. Review of the device history log found pump down, pump turned on and no disposable in the history. Customer reported problem could not be duplicated. Problem source could not be identified.

Event description:
Information was received that this smiths medical cadd legacy 1 pump randomly turned off. No reported adverse effect.